Event description:
It was reported that the patient experienced an increase in heart rate intermittently and also the patient expressed concerns about the elective replacement time on the device. The device remains in use. No further patient complications where reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.